Event description:
It was reported that a patient presented in clinic with pain. The patient's right ventricular (rv) lead had no capture and r-wave amplitude variation. Fluoroscopy was performed and the rv lead was found to be dislodged with a cardiac perforation. On (B)(6) 2021, the rv lead was repositioned successfully. The patient was stable throughout procedure.